Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen and stuck on the blue screen. A field service engineer (fse) observed that the station was stuck on the restarting screen, and after powering off the application, the hardware remained stuck at the initialize peripherals stage, logged into the device and uninstalled and reinstalled component manager, but this did not resolve the issue, rebooted the hardware, then uninstalled and reinstalled remote support service (rss) and rebooted the station again without resolution. Fse then contacted technical support specialist (tss), and upon their return call, determined the database was corrupted and required a reimage. After the reimage completed, the database synchronization failed due to a computer naming issue. Technical support specialist (tss) identified the conflict, and cross-checked the enterprise server, where the device was listed incorrectly while the station computer name had been set with the correct name, following the reimage. A windows update prevented underscores in the computer name, requiring a forced name change via advanced system settings. After correcting the computer name, the station was rebooted, hardware testing was completed successfully, and the full database synchronization proceeded as expected. Fse confirmed the station was ready following the reimage, and the current device name was set up correctly. The system functioned as intended after the field service engineer and technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es got frozen during a patient case and stuck on a blue screen. Customer stated that during the subsequent update, the device became stuck at 7% and did not progress, even after another reboot attempt. The patient was in the or and medications were needed, the medications were retrieved from an adjacent room/device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.